Manufacturer narrative:
D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that tachycardia and hospitalization occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted on (B)(6) 2026. The patient was discharged. On (B)(6) 2026, the patient experienced a 180bpm heart rate. The patient went to the emergency room (ER). The 180bpm lasted for six (6) hours and the patient was admitted to the hospital. The physician changed the patient's medications. The patient experienced additional racing heart sessions for another two (2) weeks.